Event description:
It was reported that pump screen was cracked, unresponsive, and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer arranged for pump return for inspection, and replacement pump was provided, but no additional information was received regarding any further actions or outcome of the event.